Event description:
It was reported prior to unrelated procedure that right ventricular lead exhibited high capture and the patient was found to be in bradycardia. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable.